Manufacturer narrative:
One ventilator was returned for evaluation. Device underwent functional testing, and the reported customer complaint was not confirmed. O2 concentration numbers were noted to be within tolerance after repeat testing at both tidal volume settings. Device passed all functional testing.

Event description:
Information was received stating smiths ventilator was ventilating at 89 percent when set to 50 percent.